Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders and new patients were not crossing over to pyxis. A technical support specialist (tss) dialed into both the application server and the cce (carefusion coordination engine) server and restarted the services for carefusion cce (med), external messaging service, pyxis external communication service, and pyxis external inbound processors service. After that the messages were confirmed to be crossing from the application server, with xml values indicating status. No disconnected flags were observed on the cce, confirming that messages were not stuck and there were no issues from the cce side. Messages were successfully populating and draining from the application server, indicating that the process of receiving from cce and distributing orders and patient data to the station was functioning correctly. Validation was done with using patient samples by dialing into the station and searched via global find. The patient appeared correctly in the list. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, orders and new patients were not crossing over to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.